Event description:
It was reported that the lead and the ICD were replaced due to high impedance. There was no longer indication for the device and the patient's condition was good after the procedure.